Event description:
Patient's representative reported left side "capsular contracture baker grade unknown," "anxiety," "depression," "inflammation," "wrinkling," and "adhesion." Patient's representative also reported ¿dry mouth and also nose, eyes, trachea, skin,¿ ¿suffered of sleep disorder,¿ ¿hormone swings,¿ ¿concentration problems,¿ ¿problems of the immune system,¿ ¿severe cough,¿ ¿cold hands,¿ ¿strong sweating,¿ ¿toxic substances were found in the patient's body,¿ ¿forgetfulness,¿ ¿weight gain,¿ ¿food intolerance,¿ "fatigue," "hashimoto," "asia syndrome," "joint and back pain," "neurodermatitis," "pcos was diagnosed," and "bii" which are not device related. Device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: depression: unable to observe as it is not related to the device. Inflammation/irritation: unable to observe as it is not related to the device. Wrinkling: unable to observe as it is not related to the device. Varied injuries-ndr: unable to observe as it is not related to the device. Malaise-ndr: unable to observe as it is not related to the device. Autoimmune/ connective tissue disorders-ndr: unable to observe as it is not related to the device. Pain-ndr: unable to observe as it is not related to the device. Skin rash/dermatitis-ndr: unable to observe as it is not related to the device. Other technical-ndr: unable to observe as it is not related to the device. Adhesion: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Anxiety ¿ product/procedure: unable to observe as it is not related to the device. Additional observations: encapsulation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient's representative reported left side "capsular contracture baker grade unknown," "anxiety," "depression," "inflammation," "wrinkling," and "adhesion." Patient's representative also reported ¿dry mouth and also nose, eyes, trachea, skin,¿ ¿suffered of sleep disorder,¿ ¿hormone swings,¿ ¿concentration problems,¿ ¿problems of the immune system,¿ ¿severe cough,¿ ¿cold hands,¿ ¿strong sweating,¿ ¿toxic substances were found in the patient's body,¿ ¿forgetfulness,¿ ¿weight gain,¿ ¿food intolerance,¿ "fatigue," "hashimoto," "asia syndrome," "joint and back pain," "neurodermatitis," "pcos was diagnosed," and "bii" which are not device related. Device has been explanted.

Manufacturer narrative:
H6. Health effect - impact code continued: f2201 - biopsy, f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, anxiety-product/procedure, adhesion, depression, inflammation/irritation, wrinkling, varied injuries-ndr, malaise-ndr, autoimmune/connective tissue disorder-ndr, pain-ndr, skin rash/dermatitis-ndr, other-medical-ndr.

Event description:
Patient's representative reported left side "capsular contracture baker grade unknown," "anxiety," "depression," "inflammation," "wrinkling," and "adhesion." Patient's representative also reported ¿dry mouth and also nose, eyes, trachea, skin,¿ ¿suffered of sleep disorder,¿ ¿hormone swings,¿ ¿concentration problems,¿ ¿problems of the immune system,¿ ¿severe cough,¿ ¿cold hands,¿ ¿strong sweating,¿ ¿toxic substances were found in the patient's body,¿ ¿forgetfulness,¿ ¿weight gain,¿ ¿food intolerance,¿ "fatigue," "hashimoto," "asia syndrome," "joint and back pain," "neurodermatitis," "pcos was diagnosed," and "bii" which are not device related. Device has been explanted.